Event description:
Device did not functioned as expected. It was reported by pt, "squeaking hip. Very noisy when standing/sitting, basic movements. No pain."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(4) 2006 to (B)(4) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under (B)(4). There are 11 events associated with this event type (device did not function as expected and product code meh).